Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received that another alert for out of range shock impedance measurements was noted. The patient was brought into the clinic and the in office impedance measurements were within normal limits. The clinic elected to monitor the lead at this time.

Manufacturer narrative:
This lead remains in service and no additional information is available at this time.

Event description:
The previously noted out of range impedance measurements were only pace impedances and not shock impedances.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements. This lead remains implanted. No adverse patient effects were reported.